Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal she noticed the cellophane wrap was still on part of the tampon. She experienced some discomfort during removal caused by the plastic. She was concerned that pieces of plastic came loose and were inside of her. Her discomfort resolved and she was not experiencing any unusual symptoms.